Event description:
The patient reported high blood glucose levels and was corrected with Correction injection via Insulin Pen on (b)(6) 2026.

Manufacturer narrative:
E1: Event city: (b)(6).Event Country: Turkey. Name: (b)(6).Country: United States of America.(b)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.